Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water or urine leakage occurred, it was unknown.

Manufacturer narrative:
The reported event is confirmed. Visual evaluation of the sample noted one opened (without original packaging), used silicone temp sensing foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity could not be observed or compared to what is procedure due to the balloon immediately leaking from a pinhole (0.012 inches) in the balloon surface. The active length of the catheter balloon was measured ( 0.7055 inches) and found to be within specification (0.5 - 0.9 inches). The catheter was confirmed to be to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential failure mode could be ¿pinhole¿. A potential root cause for this failure could be "imperfection in balloon due to process". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device or burst the balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. (Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.)"

Event description:
It was reported that water or urine leakage occurred, it was unknown.